Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to extremely high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that she changed the entire set, and it was a little painful. The customer removed it and saw that it was bent in half. The customer used another infusion set and three hours later had high blood glucose levels of over 600 mg/dl. The customer did not think that the insulin pump was delivering insulin to her. Troubleshooting was done. Advised that the insulin pump was working as designed. Customer's blood glucose at time of the call was 78 mg/dl. Nothing further reported.